Event description:
The event is reported as: complaint alleges: "during the operation a small piece of metal fell off that holds two parts together at the end." Pt current condition is fine. Requested add'l info.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.